Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/20/2004 to the present date 12/04/2020 and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board.

Event description:
It was reported that the device was broken or damaged. It has a stuck barrel clamp. No additional information was provided. There was no patient involvement.